Event description:
It was reported that during a surgical procedure at the user facility the device ripped. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The actual device was not returned for analysis; it is not possible to perform a device evaluation without return of the device. The device was not returned for analysis; it is not possible to perform a device evaluation without return of the device.

Event description:
It was reported that during a surgical procedure at the user facility the device ripped. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.